Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the level sensor falsely alerted. Error message "false level sensor alert" was observed. The device was not changed out, as the student perfusionist squeezed the sensor and the alarm went away. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
They were using a pediatric reservoir. There isn't much room for placement of the sensors on this reservoir. The level sensor was tested by the field service rep (fsr), and he couldn't find anything wrong with sensor. The unit operated to MFR specs and was returned to clinical use. The fsr also downloaded the data logs for further eval by the MFR.